Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('6 days post op') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal pain ("abdominal pain"), proctalgia ("pain: rectal area") and dyschezia ("6 days post operative and have pain when I have bowel movement"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the medical device removal, abdominal pain, proctalgia and dyschezia outcome was unknown. The reporter considered abdominal pain, dyschezia, medical device removal and proctalgia to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal, abdominal pain, proctalgia and gastrointestinal pain". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.